Event description:
It was reported that customer experienced crystallization and blockages while using fiasp insulin, which caused high blood sugar and triggered occlusion alarms. Customer went to emergency room on (B)(6) 2026 with blood glucose reported at 490 mg/dl, had no ketones, and there was no permanent injury identified. Customer received intravenous fluids of saline and insulin along with long-acting insulin injection, issue was resolved, customer was released same day. Off label insulin messaging was provided.